Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident and expired after the family decided to withdraw care. The hvad pump ((B)(4)) was not returned to the manufacturer as it remained implanted postmortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Hemorrhagic stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) used as there is no code for hospitalization.

Event description:
It was reported from the united states that this patient was escorted to the emergency room by spouse after exhibiting cerebrovascular accident symptoms at home. The patient was diagnosed with a hemorrhagic cerebrovascular accident and was taken to surgery where an intracranial pressure (icp) line was placed and blood was verified in ventricles. An electroencephalogram (eeg) performed noted minimal activity. The patient's international normalized ratio (inr) prior to the event was 1.4. The patient never recovered consciousness and expired after support was discontinued per the family's request. No autopsy was performed.